Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and absorbable staples were used. It was noted prior to using on the patient, that the wrapper was torn. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. According to the packaging evaluation, it can determinate that the scratch condition was not created in manufacturing process. This damage was caused when the dispenser box was opened using a sharp instrument. The impact damage was from the outside to inside of the package.